Event description:
Additional information was received from the patient. Patient called back reporting ongoing therapy concerns. Patient stated it will fine for several weeks and then it stops helping. Patient has been increasing amplitude however their doctor would prefer them to keep it at a lower amplitude, so patient does not wear out the battery quickly. Patient would like assistance changing programs. Reviewed how to change from program 3 to program 4. Patient reported feeling stimulation down their bottom of the leg but stated it was not painful for uncomfortable. Patient will decrease amplitude and monitor symptoms on program 4. Recommended patient follow up with managing physician if not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and hcp. In the fax received from the hcp it was indicated that the stimulator not so effective with urinary symptom control but helping with fecal incontinence tremendously when asked to clarify ¿the stimulator for the bladder was not reacting as it should be¿. The cause of the stimulator not reacting as it should was unknown. The likely cause was noted as na ¿ not effective with urinary symptom control. The steps taken are the patient wants to continue stimulator purposely for fecal incontinence control. The issue was not resolved but no further action would be taken. No further action would be taken to resolve the difficulty urinating, urinary retention, urinary frequency/return of symptoms, and urinary incontinence. Device removal is not planned. On (B)(6) 2021 the patient called back repeating event details. Patient indicated amplitude at 3.2 worked well but their doctor told them to decrease to 2.7 because they thought 3.2 was too high for battery longevity reasons. However, since decreasing back down to 2.7 patient has experienced a loss of therapeutic effect and wants to know if they should increase it or chan ge programs. Reviewed considerations regarding amplitude range and theory/use of programs. Patient plans to increase gradually and possibly try different programs if necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient received the device for the treatment of bladder and bowel issues. The reason for the call was that the morning of the report, the stimulator for the bladder was not reacting as it should be. Today they were having difficulty urinating. They had urinary retention after the surgery also. Urinary retention was something new they were dealing with. It was better than when they woke up. They went back to the settings they started on, program 3 at 2.7 volts (on (B)(6) 2021 they believed), and pushed it up from 2.7 volts to 3.0 volts on (B)(6) 2021 . Then on (B)(6) 2021, they went from 3.0 volts to 3.2 volts because it would not hold. It would be ok, and then it would not do its job. Yesterday was a good day. They went to their post-operation visit and all was well. They had no trouble passing urine. They could go 2.5 to 3 hours between voids. They were getting up before four times a night. The last few nights at 3.2 volts, they got up 2-3 times. Last night they did not get up at all. They woke up that morning at 4:30am-5am and had an issue with trying to go. They reduced the stimulation to where they started, 2.7 volts, and were passing urine. They went to the surgeon yesterday, who said the patient's amplitude was high. When the patient had surgery, the doctor had it at a lower amplitude when they tested the patient. They went to 2.7 volts and could urinate at that time. They were drinking lots of water. When they had it at 3.2 volts, they had the perfect flutter. They noted they got the stimulator for the bladder and the bowel, they got it for urinary frequency. They had a foley catheter until (B)(6) 2021. They had called their clinician, but they were in the operating room all day the day of the report. The patient was advised they should leave their setting where it was for a couple days and see if they got relief of their symptoms. If they did not, they could increase stimulation as long as it was comfortable, or try a different program to see if they could get better results at a lower amplitude.